Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a surgical procedure. Technical services (ts) was consulted after the procedure for a data review, and it was found that this crt-d exhibited oversensing due to noise related to the surgery. The device was under magnetic resonance imaging (MRI) mode during the procedure. The report was shared with the health care professional (hcp). This crt-d remains in service. No adverse patient effects were reported.